Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a clearlink catheter extension set would not flow. The nurse used the unprimed set to draw blood from the patient. Immediately after the blood was drawn, the nurse attempted to flush the line using a 10 cc syringe. Only 6-7 cc's went into the set. The set was changed and the patient's treatment was continued. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. The sample was visually inspected and functionally tested. No malfunctions were observed; a cause of the reported condition could not be identified.